Event description:
Boston scientific received information that the patient with this product recently reported to a local boston scientific field representative (fr) that they had several leads fracture some time ago. The fr reported that the patient indicated they were extracted years ago. The fr did not have any further detail surrounding this allegation as the patient was new to their clinic. There were no adverse patient effects reported. The leads were not returned to boston scientific for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.